Event description:
It was reported that the cuff on the crutch broke, the end user fell and tore ligaments in his left knee.

Manufacturer narrative:
It was reported that the cuff on the forearm crutch broke and the end user fell. He tore ligaments in his left knee which required a knee brace. He was also prescribed vicodin, valium and physical therapy. We received photos but no sample for evaluation. The photos showed signs of extensive use. One crutch was missing the mount bracket and cuff. No manufacturing defects were observed in the photos. A root cause has not been determined.